Event description:
Puritan bennett received info stating that the unit had stopped cycling while in pt use. The pt was not harmed, or injured as a result of the event.

Manufacturer narrative:
A f/u MDR will be sent once the repair info is completed.